Manufacturer narrative:
An event regarding dislocation involving a unitrax modular endo head 43mm was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant could not confirm the reported event. Insufficient information was provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as primary and revision operative reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient was converted from hemiarthroplasty to total hip due to dislocation. Left hip

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient was converted from hemiarthroplasty to total hip due to dislocation. Left hip.